Event description:
Account reported discrepant results for a patient troponin t. The initial result was reported as 0.13 ng/ml and when repeated on another tube from the same draw the result was <0.01 ng/ml. A second repeat from the original tube also gave a result of <0.01 ng/ml. The account did not report any adverse events due to the incorrect result. The field service rep was unable to determine a cause for the discrepant result.